Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 326 mg/dl and 400 mg/dl. The customer was treated with bolus. The customer was insulin pump was acting a little weird and rewound the insulin pump had insulin while took out reservoir. The customer stated that they had insulin flow block alarm. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer declined troubleshooting for high blood glucose. The customer was advised to call us if she has the issue again. The insulin pump and reservoir will not be returned for analysis.